Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/18/2013 with the following findings: review of the black box data revealed that the pump had alarmed for low battery warnings and replace battery alarms; there was a history of excessive battery drain. There was no evidence of a battery compartment crack or moisture upon visual inspection and the battery cap could be fully secured. A crack was found in the display lens which leaked during leak testing. Internal inspection of the pump found evidence of moisture contamination on electrical components. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. The vibrator motor was found to be unresponsive due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 and stated the pump would power off after alarming a "low battery" warning. The reporter alleged the pump would not emit a "replace battery" alarm prior to powering off. The reporter noted moisture behind the display. There is no adverse event associated with this complaint. This complaint is being reported due to the allegation the pump did not emit a replace battery alarm prior to powering off.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.